Event description:
It was reported that the patient had trouble recharging their implantable neurostimulator (ins). Specifically, the power was down to 25% and regardless of how long he attempted to recharge, his ins could not gain a charge. The next day, the patient met with their healthcare professional where it was noted that recharger was able to communicate with the ins but there was no coupling for recharging. On (B)(6) 2012, the company representative met with the patient and hcp where x-rays were ordered to assess if the ins was flipped. The representative also tested the patient's ins with a different recharger. On (B)(6) 2012, the x-rays results showed that the ins was in the correct position. On (B)(6) 2012, the company representative met with the hcp where the charging history of the ins was evaluated. Based on the inability to charge the ins and with its correct position, it was suggested that the ins should be replaced. Surgical replacement of the ins was scheduled for (B)(6) 2012. It was noted that the replacement surgery would be considered minimally invasive as only the ins located in the abdomen would be replaced. The spin and back (location of the lead) would not be opened. The patient status was reported as "on-going." Additional information was requested but was not available at the time of this report.

Event description:
Additional information reported indicated that the antenna dial was adjusted with no success. The antenna locate feature was used with an initial reading of 56 and a maximum of 68. They were unable to obtain any coupling bars with the original recharger or with a secondary recharger. X-rays were performed but did not definitively show the implantable neurostimulator (ins) as flipped. The ins was flush to the skin and did not feel too deep in the pocket. It was determined that the device worked as it should; only coupling could not be obtained. The patient had neurostimulator orientation revision surgery on (B)(6)-2012. The ins was flipped back over, so that the writing was facing up. Post operation, the patient was "excellent." The patient received great coupling for recharging and a great signal when using the patient programmer. If additional information becomes available, a follow-up report will be sent.

Manufacturer narrative:
Lead model unknown lot/serial # unknown implanted: unk explanted: na; recharger model unknown serial # unknown; programmer model unknown serial # unknown.

Manufacturer narrative:
Lead model 39565-65, serial# (B)(4), implanted: unk, explanted: unk, extension model 3708140, serial# (B)(4), implanted: unk, explanted: unk, extension model 3708140, serial# (B)(4), implanted: unk, explanted: unk. (B)(4).

Manufacturer narrative:
Product ID: 37752, serial# unknown, product type: recharger. Product ID: 37743, serial# unknown, product type: programmer. Patient product ID: 3708140, serial# (B)(4), product type: extension. Product ID: 3708140, serial# (B)(4), product type: extension. Product ID: 39565-65, serial# (B)(4), product type: lead.

Event description:
The healthcare professional (hcp) of a clinical study reported that the patient was unable to charge the implantable neurostimulator (ins) unit, regardless of attempts over a 2 month period. Following an x-ray of the abdomen the unit was shown to be flipped. Outpatient surgery was scheduled the following day and the unit was flipped in the pouch to allow communication with the charging unit. The patient had been able to charge and had not reported any other problems with the unit.

Event description:
It was reported that the patient had revision surgery on (B)(6)-2012. Intra-operative, when the battery pocket was opened, the battery was found to be flipped. No other products were used for the revision. If additional information becomes available, a follow-up report will be sent.